Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on (B)(6) 2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. C95074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for pre-operative medication: norco on (B)(6) 2015, xanax on (B)(6) 2015 and motrin on (B)(6) 2015; for an unreported indication: xylocaine on (B)(6) 2015, toradol on (B)(6) 2015 and oral contraceptive nos. Concurrent conditions included thyroid disorder and celiac disease. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia could be seen. Starting on the right side, three coils were noted coming from the fallopian tube. Going to the left side, two coils were noted coming from the fallopian tube. The patient tolerated the procedure well without complication or problem. She is to return in three months for essure confirmation test and continue birth control until that time. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. On (B)(6) 2015: post operative diagnosis - normal endometrial cavity. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; medical and drug history; lab data; relevant tests; and essure treatment details (lot number, insertion date and procedure details). Company causality comment this spontaneous case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported removed adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant") and device dislocation ("migrations") in a (B)(6) year-old female patient who had essure (batch no. C95074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for pre-operative medication: norco on (B)(6) 2015, xanax on (B)(6) 2015 and motrin on (B)(6) 2015; for an unreported indication: xylocaine on (B)(6) 2015, toradol on (B)(6) 2015 and oral contraceptive nos. Concurrent conditions included thyroid disorder and celiac disease. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device breakage, device dislocation, complication associated with device, anxiety and depression outcome was unknown. The reporter considered anxiety, complication associated with device, depression, device breakage, device dislocation and perforation to be related to essure. The reporter commented: both tubal ostia could be seen. Starting on the right side, three coils were noted coming from the fallopian tube. Going to the left side, two coils were noted coming from the fallopian tube. The patient tolerated the procedure well without complication or problem. She is to return in three months for essure confirmation test and continue birth control until that time. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. On (B)(6) 2015: post operative diagnosis - normal endometrial cavity. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event medical device removal deleted and event fracturing of the implant, perforation of organs, migrations, anxiety, depression, pain added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. C95074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for pre-operative medication: norco on (B)(6) 2015, xanax on (B)(6) 2015 and motrin on (B)(6) 2015; for an unreported indication: xylocaine on (B)(6) 2015, toradol on (B)(6) 2015 and oral contraceptive nos. Concurrent conditions included thyroid disorder and celiac disease. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia could be seen. Starting on the right side, three coils were noted coming from the fallopian tube. Going to the left side, two coils were noted coming from the fallopian tube. The patient tolerated the procedure well without complication or problem. She is to return in three months for essure confirmation test and continue birth control until that time. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. On (B)(6) 2015: post operative diagnosis - normal endometrial cavity. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 29-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.